Manufacturer narrative:
One tacticath¿ quartz contact force ablation catheter, 75mm was returned for investigation. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. In addition, dried saline was noted within the connector plug. The device did not meet specifications during an irrigation leak test. Further testing revealed a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock due to insufficient adhesive application, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors, consistent with the dried saline noted within connector plug and the failed irrigation leak test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This event is being reported based on the analysis of the returned device.